Manufacturer narrative:
(B)(4). One used IV tubing set was received for evaluation. Packaging returned with the set indicated the reported lot number (0061508434). Upon visual observation, the wheel of the roller clamp housing was observed to be out of its track. The tubing at the area of the roller clamp was measured according to the blueprint specification, and all measured dimensions on the tubing were within acceptable tolerance. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available information has been forwarded to the device manufacturer of the roller clamp. Following the receipt of additional information and/or completion of the investigation by the vendor, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a roller clamp failure. The set was spiked, primed, and the roller clamp closed. The clinician left the room, and upon return the IV bag was empty and all the fluid had drained out through the IV set. This occurred during preparation, prior to connecting the set to a patient.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One used IV tubing set was received for evaluation. Upon visual observation, the wheel of the roller clamp housing was observed to be out of its track. The tubing at the area of the roller clamp was measured according to the blueprint specification, and all measured dimensions on the tubing were within acceptable tolerance. In an attempt to replicate the reported event, the set was primed with normal saline and the roller clamp was engaged along three different sections of the tubing. Each time, the roller of the clamp popped out of the track and did not stop the flow of fluid. In addition, the retain samples were tested for the reported lot with acceptable results. The defective sample and all information regarding this incident was forwarded to the supplier for further investigation. The supplier received the sample and visually inspected the roller clamp for damages and anomalies. None were observed. The body and roller of the clamp were measured and met the supplier`s specification. They also tested the clamp on the returned tubing sample and no leakage was observed. The production records were reviewed with no non-conformances. Based on their investigation results, the defect was not able to be replicated and the part was found acceptable. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.